Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board, image processor, display adaptor, generator, and power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported highly intermittent no fluoro, the field engineer noted that the system was locking up and failing to operate. There was no pt injury or death reported.